Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) stated they had not disconnected during the initial drain and found no open clamps, leaks or holes in any of the lines or the cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a system error 2240 (air in line) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.